Event description:
It was reported that the insulin pump had a crack on the case. It was also stated that the insulin pump was giving alarms during normal use. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded/loose drive support disk. No alarm noted. The insulin pump had cracks on the case, display window corners and reservoir tube. The insulin pump had a broken belt clip slot.